Manufacturer narrative:
Received nine (9) used cl3011 drop admin sets, one (1) used partial cl3011 connected to a plum set, one (1) new cl3011, and various mating devices. No defects or anomalies noted. Each set was leak tested per product specifications. There was leakage from six (6) of the used sets. There was no leakage on the other sets. The area of leakage was observed on each of the used sets and a dislodged o-ring was found on the spiros. The reported complaint can be confirmed on six (6) of the returned used sets. The probable cause of the dislodged o-ring is unknown. Lot history review was conducted and no relevant nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event occurred on various unspecified dates and involved a 30" (76 cm) appx 3.3 ml, 20 drop admin set w/integrated chemolock¿ drip chamber, spiros® w/red cap, hanger where it was reported that they had hazardous drug leaks for the past month. There was unknown patient involvement, and unknown human harm. The customer stated there were 10 occurrences for lot number 14114306.